Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being taken to the emergency room with high blood glucose of 400mg/dl, but had been higher earlier. The caller was frustrated and stated that the insulin pump kept alarming no delivery and caused her hospitalization. The customer stated that she was in an accident and was driving at time of the accident. The customer called back and stated the replacement that she received was malfunctioning and caused her admission. No further information was provided.